Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 repeatedly failed. A field service engineer replaced the drawer controller board to resolve this issue. Field service engineer stated that there was a delay in patient care workflow. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 3.1 pocket b was failed. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.